Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(6) 2016. The fse found the evacuation bypass valve (ebv) was faulty. The fse replaced the ebv, which allowed him to run samples on the instrument without any issues.. The repairs were verified per established service procedures. (B)(4).

Event description:
Customer reported obtaining false low red blood cell count for iq body fluid controls on their iq200 elite urine microscopy analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.